Event description:
It was reported that the device was in use for a subcutaneous infusion (drug name not reported). The reporter stated the device "did not administer drug for 3 days". The issue was noticed during scheduled infusion cartridge change. No adverse effects to patient reported.

Manufacturer narrative:
One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The device was repaired prior to being aware that there was a complaint against the pump. It was originally returned for a delivery issue. The mp board and dso were replaced. The rear housing was also replaced due to a crack at the syringe port. The screen, battery cap, and syringe were replaced. A new software was installed. The delivery issue was caused by a faulty mp board, and downstream occlusion sensor. The pump would have passed all tests and been operating properly after the repair was complete.